Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 29mm epic stented porcine heart valve w/flexfit system was implanted. A few months after implanted an echocardiogram was performed and a paravalvular leak was noted and possible endocarditis. The valve was explanted on (B)(6) 2020, and was replaced with another 29mm epic stented porcine heart valve w/flexfit system. The patient was reported in stable condition.

Manufacturer narrative:
An event of endocarditis and paravalvular leakage was reported. A more comprehensive assessment could not be performed since the device remains implanted and was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.